Manufacturer narrative:
Continuation of d10: product ID 8781 lot# unknown, implanted: (B)(6) 2024: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a pump reservoir volume discrepancy occurred at the last refill procedures. The actual reservoir volume (arv) was significantly higher than the expected reservoir volume (erv). The date of event was unknown. The patient had reported less efficacy of the treatment; however, there was no need of keeping the patient under monitoring. The healthcare provider wanted to perform a dye study. Additional information was later received from a foreign healthcare provider via a company representative on 2024-jul-31. The patient¿s medical history, age, and weight at the time of the event was unknown or would not be made available. Regarding the volume discrepancy at pump refills, it was clarified that on (B)(6) 2024 the erv was 10 ml and the arv was 25 ml. On (B)(6) 2024, erv was 14 ml and arv was 7 ml. There were no symptoms, but the patient¿s pain did not improve. A 3d scanner was performed on (B)(6) 2024 which showed no issue. The cause of the pump reservoir volume discrepancy was not determined. No actions or intervention were taken to resolve the event. The device won¿t be explanted. The event was indicated as having since resolved. The physician didn¿t wish to provide any additional information.